Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Cause was not known. Reportedly an ambulance was called, and they administered glucagon to address the decreased bg.